Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the right common carotid artery which led the physician to converting the procedure to carotid endarterectomy surgery (cea). No stent was implanted on this patient. The patient awoke post case without any adverse clinical condition. Per the physician the patient "did very well and going home one day post operatively."